Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one loose 1ml luer-lok syringe with customer-added shielded needle (p/n (B)(4)) was received and visually evaluated. The syringe received did not have any visible stopper separation from the plunger rod. The plunger rod was exercised several times in the barrel with no stopper separation seen. No defects of the complete assembly were visible. The plunger with attached stopper was then removed from the barrel and disassembled, no defects were seen on the stopper or the plunger rod. Removal and inspection of the needle was also performed with no defects observed. Water was attempted to be aspirated in the fully assembled sample. Water was drawn up into the syringe with no issues observed. The reported defect was not identified in the sample received, therefore there is no root cause, and no corrective actions are not necessary. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe luer-lok¿ tip plunger was loose and didn't have adequate suction. The following information was provided by the initial reporter, translated from (B)(6) to english: "specifically, the plunger does not adhere to the black rubber and therefore it is not possible to perform a suction."